Event description:
It was reported that during the procedure, the stonetome sphincterotome "oriented at 6pm." The physician completed the procedure with another stonetome sphincterotome successfully. There were no reported patient complications and the patient was fine post procedure. Analysis of the returned device found it was kinked between the distal and proximal pierce holes.

Manufacturer narrative:
A device history record review revealed no related issues to the reported complaint. Visual inspection of the returned device noted residue was present indicating the device had been used. Additionally, the distal tip was twisted and the working length was kinked between the proximal and distal pierce holes, adjacent to the exposed cutting wire. The cannulating orientation of the device was tested by inserting the device into the scope. It was found that the initial tip orientation was not within specification due to the twisted tip. Functional testing of the device revealed that the device would bow within specification. The cause of the reported event was most likely due to factors encountered during the procedure. The cause of the observed kink is most likely due to handling of the device during the procedure and so a root cause of operational context was assigned.